Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during receipt inspection of the subject device, the subject device was broken. In the evaluation of omsc the following was confirmed; foreign material exiting from the channel. Irregularities in appearance of the adhesive on the bending section. Wrong adhesive that fixes the nozzle. Crack and chipping and gap of adhesive on the insertion section. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.